Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 9) occurred. Reportedly, the customer had filled the cartridge with 300 units of insulin. There was no reported impact to blood glucose. Reportedly, a new cartridge was loaded to address the event.